Event description:
It was reported, "mr (B)(6) screwed the shell implant onto the universal shell positioner. After impaction, he tried to disconnect the positioner from the implant, but couldn't without taking out the implant again. Mr (B)(6) had to apply great force to unscrew the implant from the positioner. He screwed it back on and implanted the shell finally. The second attempt, mr (B)(6) was able to disconnect the positioner from the implant and finished the operation as planned. There was no delay or medical intervention as a result."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.